Event description:
It was reported that the right ventricular (rv) lead was "presenting issues in its fixation system through screw system" during the implant procedure. It was noted that "even after being threaded, the lead of screw was not unscrewing and was jumping out of the lead tip hindering its fixation." It was further added the lead would move easily from the desired implant location. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).